Event description:
It was reported that during a treatment with an ak 96 machine, a reverse ultrafiltration issue occurred resulting in a weight gain estimated to be 2.0kg. The weight before dialysis was 68.0 kg, and the ultrafiltration was set to 800ml. It was reported alarms were generated and after 3 hours and 45 minutes of treatment, the patient complained of abdominal distension and the urge to defecate. The machine showed the ultrafiltration volume was 760 ml. Five minutes after discontinuing treatment, "the patient suddenly became cyanotic, sweating profusely, experienced shortness of breath and had edema on the face and lower limbs". The patient was given oxygen inhalation, ECG monitoring, 50 ml of 5% glucose injection and 50 mg of sodium nitroprusside intravenously pumped at 4 ml/h and furosemide 2 ml intravenously. The treatment was restarted with no issues noted. The patient¿s symptoms were relieved. No additional information is available.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted

Manufacturer narrative:
H11: the device was not received for evaluation; however, the device was evaluated on site by a local technician. It was reported that no alarms were generated. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.